Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the fenestrated bipolar forceps instrument broke and the prongs bent. There was no allegation that any from the instrument fell into the patient. Fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.